Event description:
It was reported that the device exhibited a red screen alarming error (code 41100) when powered on. It is an out of box failure. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed error code 41100, in addition to a few 'loss of power' alarms. Visual inspection found degrade soldering skill at the battery compartment. Functional testing was unable to duplicate the reported problem; however, error code 41100 alarms were revealed. It was determined that the most probable cause is the degraded soldering. The battery compartment was repaired and resoldered. The service history review had no indication that the complaint was related to a service of the device within the review period.